Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was blocked. The following information was provided by the initial reporter : it was reported that the nurse routinely installed the needle for the disposable injection pen and after adjusting the injection unit it was found that it could not expel air.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found. H3 other text : see h.10.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was blocked. The following information was provided by the initial reporter : it was reported that the nurse routinely installed the needle for the disposable injection pen and after adjusting the injection unit it was found that it could not expel air.